Manufacturer narrative:
Serial number no provided by customer at time of report.

Event description:
The customer called philips to report that two patient incidents occurred on (B)(6) 2020 and on (B)(6) 2020 (refer MDR 9610816-2020-00336 where the alarm volume was turned down too low at the mx800 bedside monitor. The customer called to request assistance with alarm volume setting history, alarm volume settings, and piicix / intellivue patient monitor (ivpm) log retrievals. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.